Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error, keypad anomaly and moisture damage. Customer's blood glucose at time of incident was 12mmol/l. Customer was explained the alarm causes of button error. Customer stated that pump got wet. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the functional testing due to the motor error alarm. The pump had intermittent button response due to the corroded keypad traces. No numbers scrolling up by itself noted. No button error alarms or moisture damage on the electronic assembly noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area and a broken reservoir tube lip.